Event description:
It was reported that the device was removed for normal battery depletion. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported since the device was removed from service.